Manufacturer narrative:
Evaluation findings of pull wire broken. A visual analysis of the returned device found the basket was in the opened/ extended position when received, the sheath and the basket do not have kinks or damage. A functional evaluation was performed. The thumbwheel moved freely in both directions, but the sheath would not move over the wire and the basket would not close. The device was disassembled. The device has the pull wire broken at the pinch vise assembly cannula (handle section). The evaluation revealed that the pull wire was broken, during manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the failure found (pull wire broken) could have been caused due to excessive force or twisting of the device by the user and affected the device's ability to extend and retract the basket. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is "operational context." The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval basket was used in the ureter during a flexible ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the basket would not open and close. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the pull wire was found broken.